Event description:
It was reported that prior to a percutaneous transluminal angioplasty procedure, a physician attempted to use an amphirion deep pta balloon catheter for treatment of a fibrous lesion with chronic total occlusion (100% stenosis) in the mid segment of the tibial/popliteal trunk, with severe tortuosity and severe calcification. An inflation device was used for balloon inflation. During pre-op, balloon inflation difficulties were observed at nominal pressure and a hub leak was noted. The procedure was completed using another medtronic balloon. There was no patient involved. When the device returned, it was noted that there was a hole in the balloon bond.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a hole on the balloon bond, (photo 3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.